Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was depleted. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted consistent with an integrated circuit anomaly. As a result of this finding, abbott is performing further investigation. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that premature battery depletion was observed on the implantable cardiac monitor (icm). The icm was explanted and replaced. The patient was discharged.